Event description:
Procedure: urogynecological. According to the reporter: it was reported by the attorney that the patient has experienced pain, disability, impairment, and injury. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).